Event description:
It was reported that the pt underwent a cervical procedure at c3-c7 in 2005 or 2006. The anterior fixation plate and screws were implanted. It was found that the superior screws were broken, and the broken screws' head backed out in 2008. It was reported that the broken screw was due to subsidence. Fusion reportedly completed. The surgical procedure is scheduled to remove the broken screws.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. Unable to determine the cause of the event.